Event description:
It was reported by the customer that a pyxis anesthesia es system had station was not booting up properly. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had unexpected shutdown 5 times. The field service engineer was able to resolve the issue by replacing the internal battery. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.